Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned and no anomalies were found. However, the helix/lobe was distorted/bent and the lead appeared to have been damaged at implant.

Event description:
It was reported that during the implant procedure and after 3 attempts, the mechanical functioning of the helix electrode didn't work. The helix of the lead would extend suddenly and not with the usual progressive smooth extension. The lead was removed and replaced. No patient complications have been reported as a result of this event.